Event description:
Biomet orthopedics received preliminary clinical data from (B)(4) regarding patients enrolled in a (B)(4) study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2012 due to elevated cocr and the presence of a pseudotumor. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number & expiration date - unknown. Manufacture date - unknown. Biomet orthopedics received preliminary clinical data from (B)(4) regarding patients enrolled in a (B)(4) study and submitted medwatch 1825034-2013-03083 as a result. This medwatch is being submitted due to receipt of patient specific event information. Should further information become available, follow-up report(s) will be submitted to the FDA. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-03708/03709).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a mom clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2012 due to elevated cocr and the presence of a pseudotumor. No further information has been provided.

Manufacturer narrative:
Not reportable as there was no delay or patient injury; this device has not been subject of a malfunction causing or contributing to death or serious injury within the past 2 years.